Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The target tissue was a cavitary lesion located in the right upper lobe along a fissure. The pneumothorax was discovered via post-procedure chest x-ray. The physician believed that the pneumothorax would have likely occurred via another modality due to the location of the lesion. There was no device malfunction associated with the event.